Manufacturer narrative:
Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to hospital on (B)(6) 2019 due to complaint of nose bleed. The manufacturer's technical service reviewed the log file and observed 154 pi events were captured. The patient stated experiencing syncopal episode while having nose bleed. The patient did not recall any event prior to syncopal episode and denies any injury when the patient fell. The patient believed that rhino rocket came out during the syncopal episode causing the patient to have nose bleed again. The clinician team suspected that the syncopal episode is due to orthostasis. Afrin nasal spray was given. The patient was discharged on (B)(6) 2019 in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported epistaxis and syncopal episodes could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed pi events and elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file (see attached) contained data from 10feb2019 to 10mar2019. The majority of the data consisted of pi events. The file captured unsustained power and flow elevations on 11feb2019. It was noted that the power elevations appeared to occur during pi events. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie. The pump is providing greater support and further unloading the ventricle). This IFU, as well as the hmii lvas patient handbook, addresses all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: afrin nasal spray was given.